Event description:
During system diagnostics performed during full vns revision surgery (surgery and cause of surgery reported in MFR #: 1644487-2013-03211), the patient went into asystole twice. Each time was during system diagnostics for a period of 5-7 seconds. The patient resumed to a pulse around 85-95 bpm both times after those few seconds. The patient's physician stated that he would place the patient on a monitor prior to turning on the vns and proceed slowly from there.attempts were made for additional information; however, no additional information has been provided.

Event description:
Follow-up showed that because the patient had successfully used vns therapy for years, the implant proceeded as planned, and the neurologist was information to monitor heart rate. The patient had 8-12 seconds of asystole that stopped when diagnostics finished. The patient did not have a prior history of cardiac events or pre-existing medical conditions. The arrhythmia occurred during system diagnostics while the patient was under general anesthesia. The patient did not have any abnormal vagal anatomy. The vns device was believed to be functioning properly, and the arrhythmia was believed to be related to stimulation. No interventions were taken. Clinic notes dated (B)(6) 2013 stated that the patient was seen post-operative to restart vns therapy. The vns was replaced in the or, and the leads had migrated away from the vagus nerve, so they were replaced. When the device was turned on in the or, the device caused complete heart block. The patient was placed on a cardiac monitor while settings were programmed, and vns was initialized without any difficulty. The pulse width was trialed at 500 usec was mildly uncomfortable, so it was dropped to 130 usec which was tolerable. There were no pauses or irregularities on the ECG. Notes dated (B)(6) 2013 stated that the device was titrated up to 1.5 ma with no change in the ECG. The device was then programmed to 1.75 ma (likely magnet output current).